Event description:
Customer reported blood glucose results of 397 mg/dl, 215 mg/dl, and 150 mg/dl within 10 minutes on the aviva system; and a second set of comparisons of 297 mg/dl and 139 mg/dl within 10 minutes on the aviva system. Customer reported symptoms for which she self-treated, went to emergency room, received no professional treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.